Event description:
It was reported that the patient was rewarming on the arctic sun device and the patient temperature dropped from 33.8c to 33c. The water was not getting warm. The patient temperature was 33c, water temperature was 31.5c, flow rate was 2.9c and reservoir level showed 5. Mss walked through draining 500mls water from the device and restarted rewarming at 0.25c/hr to 36.5c. Also explained that it would take 4 hours for the patient¿s temperature to rise 1 degree.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The root cause of the reported issue could not be determined. A potential root cause is overfill. However this could not be confirmed. The water was not getting warm. The patient temperature was 33c, water temperature was 31.5c, flow rate was 2.9c and reservoir level showed 5. Mss walked through draining 500mls water from the device and restarted rewarming at 0.25c/hr to 36.5c. Also explained that it would take 4 hours for the patient's temperature to rise 1 degree. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. The device history record review was not required as the reported event is not an out of box failure. The instructions for use were found adequate and state the following: "1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water 4) from the patient therapy selection screen, press the either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. " h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was rewarming on the arctic sun device and the patient temperature dropped from 33.8c to 33c. The water was not getting warm. The patient temperature was 33c, water temperature was 31.5c, flow rate was 2.9c and reservoir level showed 5. Mss walked through draining 500mls water from the device and restarted rewarming at 0.25c/hr to 36.5c. Also explained that it would take 4 hours for the patients temperature to rise 1 degree.